Manufacturer narrative:
Return of explanted components has been requested. At this time, no response has been received. Without the benefit of examination and testing, qa is precluded from commenting on the condition of the device or the cause for this occurrence. Should add'l info or the device be received, qa will file an addendum to this report if required.

Event description:
The device was removed due to "rupture of the left connecting tube to the pump". As reported to co, the pump/cylinder set only was removed and replaced; leaving inplace the reservoir, catalog #9075k, serial #173715 from the original implant surgery. 1/16/97-upon receipt of the physician/surgeons operative report, it stated, "malfunctioning inflatable penile prosthesis secondary to rupture of the left connecting tube to the pump". Procedure: "after the pump was exposed, the connecting tubes were followed until the corpus cavernosum were exposed. The reservoir tube was then transected between rubber-shod clamps and a 60 cc syringe filled with normal saline was attached to the reservoir line. The prosthesis was then inflated and immediately it was apparent there was a leak occurring at the insertion of the left cylinder to the pump".